Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experience a low blood glucose (bg) of approximately 40 mg/dl. Reportedly, customer adjusted basal rates to address the issue. Customer declined to troubleshoot with tandem technical support. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: logs were reviewed from (B)(6) 2020. A total of 10 low events were detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for each event are included below. Continuous glucose monitor (cgm) values of 52 to 53 mg/dl were recorded at 07:55:09 am to 08:00:10 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 52 was enunciated at 07:55:09 am on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 05:40:30 am date: (B)(6) 2020 iob: 0.79. Requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 49 to 51 mg/dl were recorded at 8:30:10 pm to 8:30:11 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 49 was enunciated at 8:30:10 pm on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 50 mg/dl were recorded at 01:05:14 am to 01:15:16 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 50 was enunciated at 01:05:14 am on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of 48 to 50 mg/dl were recorded at 09:35:14 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 54 was enunciated at 09:20:14 am on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Blood glucose (bg) of 49 mg/dl was entered into the pump by the user on (B)(6) 2020 at 11:54:30 pm. A cgm alert 1 (cgm low alert) for a reading of 49 was enunciated at 11:50:27 pm on (B)(6) 2020. A user initiated tubing fill of size 11.64 units was observed at 8:00:26 pm on (B)(6) 2020. If the user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. The user made the following bolus request(s) while having insulin on board (iob): time: 7:45:23 pm date: (B)(6) 2020 iob: 1.19. Requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 47 to 53 mg/dl were recorded at 11:50:27 pm on (B)(6) 2020 to 12:00:24 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 49 was enunciated at 11:50:27 pm on (B)(6) 2020. A user initiated tubing fill of size 11.64 units was observed at 8:00:26 pm on (B)(6) 2020. If the user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. The user made the following bolus request(s) while having insulin on board (iob): time: 7:45:23 pm date: (B)(6) 2020 iob: 1.19 requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 48 to 53 mg/dl were recorded at 12:50:25 pm to 1:00:25 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 48 was enunciated at 12:50:25 pm on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 09:29:03 am date: (B)(6) 2020 iob: 0.65 requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) value of 52 was recorded at 8:20:26 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 54 was enunciated at 8:15:27 pm on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of 48 to 49 mg/dl were recorded at 12:15:26 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 48 was enunciated at 12:15:26 am on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) value of 52 was recorded at 10:55:30 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 52 was enunciated at 10:55:30 am on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 05:11:18 am date: (B)(6) 2020 iob: 0.50 requesting a bolus with iob may lead to a low glucose event. There is no evidence that the pump experienced a malfunction or failure.